Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and a bilateral exchange of textured devices due to product concern. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed as surgical damage. Additional observations: creases are observed. White particles calcification -like in device outer surface. No further actions are required since no issue in the manufacturing of the device is observed."

Event description:
Healthcare professional reported deflation and a bilateral exchange of textured devices due to product concern. Device has been explanted. This relates to the left side.